Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a procedure while impacting, the peek cage fell apart and separated from the tan plate. A new implant was used.

Manufacturer narrative:
The review of the production history revealed that this implant was manufactured in february 2012 according to the specifications. No abnormal findings were identified. The measurable dimensions were checked and found to conform with the drawings and ao / asif specifications. The exact cause of failure could not be determined, we can only assume that excessive bending or torsion forces led to the separation of the plate from the cage. The manufacturing documents were reviewed and no complaint related issues were found.